Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Reportedly, the patient arrived at the hospital with pus noted coming out of the device. A revision was performed, and the ICD was successfully explanted. However, this right atrial (ra) lead was partially detached during extraction and the tip remains implanted. Additionally, the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. This ra lead will not be returned for analysis.